Manufacturer narrative:
The unit passed displacement and self tests. After numerous attempts, the unit was unable to connect to any guardian link sensor. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. The inability to connect to a sensor is probably due to a problem with the electronics. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had recurring issues on transmitter and replaced it but still having the same issues. Sensor was not last for seven days. Customer said that always a huge difference and check on the carelink. Customer sensors are correct but there are some instances that the signal gets disconnected. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.